Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. A transmitter battery issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the transmitter and app were unable to establish a connection. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
Transmitter battery

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2: type of follow up - additional information/ device evaluation/correction h3: device evaluated by mfg- additional information h6: additional information/correction.

Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Product was provided for investigation. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. Performance data was reviewed. A transmitter battery issue was not found within the investigation window. The allegation was not confirmed. However, a signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.